Event description:
The pt underwent an emergency surgery for aorta dissection on (B)(6) 2012. It was reported that after unclamping, a bleeding occurred from the main body and the whole surface of the bifurcation branch. This bleeding prolonged the procedure by 1 hour. The graft remained implanted and there was no reported pt injury.

Manufacturer narrative:
A remaining fragment of the complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of eight products coated on the same day and under the same conditions as the complaint device indicated values well within product specification. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still ongoing. A follow-up report will be submitted upon completion of the investigation.